Event description:
It was reported that a patient's leads were displaying high impedances on several contacts and the patient was unable to feel stimulation. Reprogramming of the device was conducted multiple times to provide stimulation around the high impedance contacts with minimal success. The patient underwent a surgical procedure where the leads with high impedances were explanted and replaced with new ones. The patient was reported to be stable post operatively.

Manufacturer narrative:
With all the available information, boston scientific concludes that the loss of stimulation and high impedances were caused by lead fractures identified during laboratory analysis where the lead body exited the clik x anchor. The returned leads (serial numbers (B)(6) and (B)(6)) were analyzed and both were found to have multiple cables broken at the bent/kinked location. The bent/kinked location is 2cm from the set screw mark of the clik x anchor. Exposed cables were also found at the clik x anchor site. The leads were kinked after exiting the clik x anchor which resulted in the lead fractures. With all the available information, boston scientific concludes the reported event was confirmed. Laboratory analysis confirmed that the cause of the reported complaint were due to lead fractures which were caused by component failure where the leads exited the clik x anchors.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5153742.

Event description:
It was reported that a patient's leads were displaying high impedances on several contacts and the patient was unable to feel stimulation. Reprogramming of the device was conducted multiple times to provide stimulation around the high impedance contacts with minimal success. The patient underwent a surgical procedure where the leads with high impedances were explanted and replaced with new ones. The patient was reported to be stable post operatively.